Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure, the physician kept having issues with suture sleeves on the right atrial (ra) lead. When he tried to tie them down, the suture sleeves broke. A new lead was used to prevent any occurrence of insulation. The patient was stable through out the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.